Event description:
08/21/1998 clarification: description of diffuser error code was not a reportable event. 07/07/1998 adverse event occurred during reoperation. Original medwatch should have shown "continue to page 3 of 3 for additional description of event."